Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the ok arrow button. The up, down, and ok keypad buttons were found to be intermittently responding to button presses. The keypad was removed and found contamination under the button contacts.

Event description:
The reporter contacted animas on (B)(6) 2012, stating that all the keypad buttons were unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.